Event description:
Information received by medtronic stated that the crack in back of insulin pump. No harm was required during medical intervention. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cosmetic damage located at the back found on (B)(6) 2021. Insulin pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Insulin pump was also received with a blank flashing white display with audio beep alert. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank flashing white display with audio beep alert. Insulin pump was cut open to perform visual inspection and found corrosion on the pcba1 and pcba2. No corrosion or moisture damage found on the force sensor, motor or vibrator assembly noted. The original pcba 1 was cleaned, installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a blank flashing white display with audio beep alert noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no blank flashing white display with audio beep alert noted. The original pcba 2 re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the insulin pump on using the aa 1.5v battery and continued testing. The insulin pump passed the self test and no blank flashing white display with audio beep alert noted. A blank flashing white display with audio beep alert was confirmed due to corrosion on the pcba 1. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. A cracked retainer and a cracked reservoir tube lip were confirmed. Cosmetic damage was confirmed at the back of the insulin pump. A blank flashing white display with audio beep alert was confirmed due to corrosion on the pcba 1. During visual inspection, corrosion was also found on the pcba 2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.